Manufacturer narrative:
(B) (4): rash on brachial region, eye inflammation. The asp affiliate in (B) (4) mentioned that the sterrad 100s was assessed and no problems were identified with the system.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2010, due to infection. The tibial bearing was removed and replaced. No further information has been provided to date.

Event description:
The facility reported a colleague infusion pump with a failure code of 806:10. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Correction: changed event type to adverse event device.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for allergic reaction /symptom failures. Trending analysis for allergic reaction issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to allergic symptom issues is considered none/ negligible risk. There were no parts returned for investigation of the report. The unit was assessed after this event and no problem was found with the sterrad unit. The root cause of this report could not be determined.

Event description:
An international customer reported that a healthcare worker (hcw) is having an allergic reaction that is causing eye inflammation as well as a rash to the brachial region of the body since (B) (6) 2010. The hcw sought medical attention and a steroid was administered. It is unknown how often or how long the hcw is around to the sterrad sterilizer. The patient is deciding to take the "wait and see" approach to find out if the sterrad® could be the cause of the symptoms being experienced.